Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 25 occurred. Reportedly, the customer removed the cartridge to let the battery deplete and the pump would not stop beeping. There was no impact to the customer's blood glucose level. It was noted that the pump was not in use. Recommendation was made to load a cartridge with water to prevent the pump from beeping.